Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event, as the system was able to successfully perform priming. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was able to confirm the reported event of system unable to prime. The system message (sm) (infusion flow sensor signal amplitude is low. Intraocular pressure (iop) control functions will be disabled) was observed to have been generated 4 times on (B)(6) 2012. The sm (infusion flow sensor signal amplitude is low. Iop control functions will be disabled. Please eject and reinsert the cassette) was generated each time the user selected to prime the cassette. No nonconformities related to cutting were observed in the event log. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the system would not prime or cut during surgery. The system was exchanged and the procedure was completed with no harm to the patient.